Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) was isolated to multiple damaged wires in the electrode belt cable, also causing a kink in the electrode belt. The root cause for damaged wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.